Manufacturer narrative:
Analysis of programming history.

Event description:
MFR review of a pt's vns programming history identified that an interrupted systems diagnostics test occurred on (B)(6) 2005, which caused the vns settings to change, and the output current was set to 0ma. A final interrogation was not performed to verify settings. The change was not corrected until (B)(6) 2005.